Manufacturer narrative:
Based on the claim against the product by the customer noting the damaged conductor wire insulation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fbf instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The instrument was placed on the system, and energy was recognized by the erbe generator, but the coag on system did not. As a result, energy delivery failed. Common causes for failure mode insulation damage of conductor wires are typically attributed to component failure. The complaint regarding the reported issue of damaged conductor wire insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. The probable root cause of a broken and/or dislodged conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during central processing, the fenestrated bipolar forceps instrument had conductor wire damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer reported that the fenestrated bipolar forceps (fbf) instrument had a damaged conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the issue occurred after reprocessing. When the fbf instrument was used in the last procedure, the instrument was inspected prior to use. There was no fragment falling inside the patient¿s anatomy. It was unknown if the instrument collided with the other instrument or if there was any evidence of arcing. There was no patient¿s injury.